Manufacturer narrative:
(B)(4). Added imaging evaluation results. The review of the manufacturing records verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2016, the patient was implanted with a conformable gore tag® thoracic endoprosthesis (tgu343420) and a bare stent as branch in the left subclavian artery for the treatment of the thoracic aortic dissection. It was stated a distal movement of device more than 1cm was observed post deployment since the physician did not keep a continuous motion to pull the deployment knob of gore tag® device. The second conformable gore tag® thoracic endoprosthesis (tgu343415 /14713704) was therefore implanted to fix the movement. However, after deployment of the second gore tag® device, the partial bifurcation of left common carotid artery was found being covered unintentionally, since the target lesion of the second gore tag® device was not adjusted by considering the possible change of vessel shape with one implanted gore tag® device. The bare stent was finally deployed in the position 3cm more proximal than the intended to fix the unintentional coverage. The procedure was successfully completed and the patient had a good outcome.